Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It is reported the plunger was not inserted far enough. It should be noted that the proglide instructions for use (IFU) states: to deploy the needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. It is likely that the IFU violation contributed to the reported difficulties. In addition, only one proglide device was used to close a puncture site greater than 8f after the procedure. The IFU states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties the investigation determined the reported ¿no suture was attached when the plunger was removed,¿ was due to operator error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8.5f sheath after an electrophysiology procedure. Reportedly, it is thought the plunger was not inserted deep enough. When the plunger was removed, no suture was attached. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.